Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Unable to contact customer's mother to obtain the address to send the replacement product. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer's teacher in several follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Manufacturer contacted customer's mother (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose reading. Teacher, (B)(6), is calling on behalf of the customer. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 6/19/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: teacher states child denies any symptoms. She also stated that the child always has ketones and test in the 500-600 mg/dl range on a regular basis. Teacher also stated that the child has a brother, who is also diabetic, and his meter was used to confirm the results and it came back hi on his meter as well. Teacher stated that this is a chronic case that is being handled by child protective services.